Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. Resmed reference #: (B)(4).

Event description:
It was reported to resmed an astral device had an unresponsive touchscreen. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device evaluation was conducted by a resmed distributor in (B)(4) and the distributor's evaluation was not able to reproduce the reported unresponsive touch screen issue. The astral device data logs were sent to resmed for an extensive engineering investigation. Review of the device logs revealed power failure events and confirmed the reported unresponsive touchscreen. Based on all available evidence, the investigation determined that the most likely root cause for the reported events was a faulty battery. There was no patient injury reported as a result of this incident. (B)(4).

Event description:
It was reported to resmed an astral device had an unresponsive touchscreen. There was no patient injury reported as a result of this incident.